Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23013 occurred on the right master tool manipulator (mtm). The procedure was completed with no reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The mtm was not functional, despite recovering the error on the touchscreen. When the error occurred, the surgeon moved to the second surgeon side console (ssc) to continue the procedure. The procedure was completed successfully with no patient harm or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service notes, the reported complaint was reproduced during field evaluation. The fse replaced the master tool manipulator (mtm) to resolve the issue. Following the service, the system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The reported failure (error 23013) was able to be reproduced during calibration.